Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during osteosynthese sternal surgery the gripping mechanism of the zipfix failed to grip and was therefore removed from the patient. The surgery was not prolonged. No patient harm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the returned device never locked and held any tension as per the intent. The ¿locking feature¿ gap dimension of 0.32mm (as seen in image 4-2, distance a) should be at 0.75mm in a functional device. Through this deformation the device is unable to function as per its design intent. The root cause of the deformation and its failure can not be identified by product development. Note: it could be speculated that some patient soft tissue was pulled into the locking head during the device peristernal application and prevented the proper locking of the device. Therefore, this investigation is closed by product development as indeterminate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.